Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise - electromagnetic interference (emi). Ataf episodes found, consistent with tech services info of monitored and suspected emi.

Event description:
It was reported that there were four episodes of electrical noise on the atrial and ventricular channels simultaneously that appear to be from an environmental source and that consistently appeared at around the same time of day. It was further reported that the noise caused oversensing in the atrial lead but not in the ventricular lead. The device and atrial and ventricular leads remain in use. There were no patient complications reported as a result of this event.